Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s t:slimx2 user guide: ¿always remove all air bubbles before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the pump takes space where insulin should be and can affect insulin delivery".

Event description:
It was reported that an alarm 29 occurred during the load process. Reportedly, the customer was unfamiliar with the air removal technique of the load process. Blood glucose was 94 mg/dl. Reportedly, the customer was able to load a cartridge successfully, and continued using the pump for insulin therapy.